Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple cartridge alarms 06 occurred. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. The customer's blood glucose level was 110-115 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.